Event description:
It was reported that an ultra set disposable disconnect y-set leaked. This occurred during use of the device for peritoneal dialysis (pd) therapy. It was stated that there was a small hole in the middle of the y shape that began to leak during draining. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h10. H10: the device was received for evaluation. A visual inspection with the naked eye noted a hole in the tubing next to the y-junction. The device underwent functional testing and a leak was observed from the hole in the tubing next to the y-junction. The reported condition was verified. The cause of the event was determined to be a manufacturing related issue which occurred during the assembly process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.